Manufacturer narrative:
Investigation results were made available. DHR review results: no concession found the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: it was reported that during the surgery surgeon performed the trial reduction with stem and head after positioning the cup and ceramic insert. Radiographic intra-operative images showed that the insert was broken at the upper edge. Then he proceeded with the removal of the ceramic insert and subsequent replacement with pe insert. Review of pictures, x-rays: two intraoperative images were received for the investigation. It is clearly visible in one of those images that the ceramic insert is broken into two pieces. No other source documents were provided. Devices analysis: visual examination: the biolox delta taper liner was received in two (one big and one small) pieces. The ceramic insert cannot be completely reconstructed from the delivered fragments, as there is one missing small piece broken off from the breakage area. Metal transfer patterns on the outer surface of the liner, which would imply a symmetrical taper fit situation between the ceramic insert and the metal shell, are not equally distributed on the perimeter of the liner. Metal transfer is also observed on the anchoring surface of the liner as scratches, which were possibly occurred during the removal of the liner after it was observed that the insert was broken. No other investigation method was required. Review of internal documents: the inspection plan states that the characteristic feature #2 (angle), #3 (radius), #5 (diameter) and # 6 (dimension) are 100% inspected by attributes with gage. The allofit-it surgical technique contains specific information about the handling of the biolox liner. Page 15: "center either the metasul or biolox delta liner by rocking the impactor handle prior to impaction. This will decrease the likelihood of incorrect liner seating. Palpate and visually check the perimeter of the shell to ensure that the liner is not canted." Root cause analysis: possible causes for the reported event according to dfmea: unable to assemble / reduce head into liner: - due to surgeon does not follow surgical technique. Possible -> surgical report is not available for the investigation. - due to instrumentation (provisionals) does not represent the implant. Possible -> no provisionals were received for the investigation. - due to mismatch of head/liner articulation diameters (zimmer delta head). Possible -> only the biolox delta taper liner was reported, therefore cannot be excluded. - due to use of unapproved (non-metasul and competitor) head. Possible -> only the biolox delta taper liner was reported, therefore cannot be excluded. - due to surgeon chooses wrong size liner. Possible -> only the biolox delta taper liner was reported, therefore cannot be excluded. - due to excessive joint tension. Possible -> surgical report was not available for the investigation, therefore cannot be excluded difference in the location of metal transfer lines on the outer surface of the ceramic liner suggests an improper seating of the liner onto the metal shell which could lead to the breakage of the liner during insertion with the instrument due to incorrect liner seating. Nevertheless, it is not possible to comment further on this case since only the ceramic liner was reported in this complaint and no other information is available. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays and pictures were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a biolox delta taper liner, ii/36 on (B)(6) 2015. Intraoperative x-rays were performed during the surgery after the trial reduction. It was reported that the surgeon noticed breakage in the upper edge of the insert. The surgeon then proceeded to his removal and subsequent replacement with pe insert. The surgery was completed with more than one hour delay.